Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device worked. There were no defects on the subject device. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined because there were no defects on the subject device. However, based on the past similar cases, it was known that the event occurred due to any of the following possible causes. -the contact state between the patient plate and the patient was bad. -the current density decreased due to increasing of contact area between the tissue and the subject device. -there was insufficient connection between the subject device and the cord or the code and the power supply. The instruction manual of the device has already warned as follows; insert the a cord jack into the plug and confirm that it clicks into place. Pulling the tissue when applying the current.

Event description:
During a gastric endoscopic submucosal dissection, the user tried to stop bleeding with the subject device. However, the subject device was not activated. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".